Event description:
A customer obtained reproducible troponin (accu tni) results, above the ami cut-off, for one patient on multiple samples. The samples were re-tested on this and on a different instrument and obtained results closely matched the initial results generated by the dxc 600i analyzer. Subsequent testing on two alternate methodologies produced troponin results within the normal reference range. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within the customer's established ranges prior to and after the event. A routine system check performed on (B)(4) 2010 passed within instrument specifications. A field service engineer (fse) was dispatched: the fse verified the instrument hardware, no issues were noted. A definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.